Manufacturer narrative:
Additional data: d4 (lot #) corrected data: b1, d4 (UDI), g1. Device was returned for analysis. A visual inspection found that the bottom of the pump was flat and not curved outward. Additionally, there was a slight inward recess at the center of the pump can. After the pump has been freon filled and completed the manufacturing process, the bottom of a pump can mechanically deforms outward due to the internal freon pressure. A flat can indicates that a pump does not have any freon. Engineering identified weld discoloration (blue discoloration) where the outlet tube was welded to the can. A freon sniffer (leak detector) was used around the freon fill tube and could not measure a significant level of freon above the baseline in air value. This is a potential indicator that all the freon has leaked from the pump. A lack of pressure change indicates that the pump does not have any freon left. Continued analysis of the pump confirmed the pump was unable to prime or flow. This is considered an isolated incident. The issue will continue to be monitored for trending. A review of the DHR indicates that the pump passed all standard manufacturing flow testing. This indicates that the pump was sufficiently filled with freon and was working as intended through the standard manufacturing flow testing. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending evaluation of the device.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.